Event description:
It was reported that during a da vinci-assisted surgical procedure, after firing, the jaws of the stapler instrument would not open wide enough to remove the green reload. The procedure was completed with no reported injury.

Manufacturer narrative:
The reload was returned to isi for evaluation with no reported issue. The investigation has been completed. The reload was returned stuck in the jaws of the stapler instrument, with no reported issue for the reload. The stapler release kit was used during in-house testing and the reload was able to be removed from the instrument. The cover separated from the rest of the reload when it was removed from the instrument. Upon visual inspection, the reload appeared to be unused and not fired. Upon visual inspection, the reload was found to have cartridge, pusher, cover damage. No material appeared to be missing. This RMA was transferred to engineering for further investigation. The logs showed that the instrument had numerous incomplete clamps and was removed in a partially clamped state, without completing an unclamp that would have allowed the jaws to fully open. The likely cause of this issue is user error. The reload was not fired, and all physical damage to the reload components appeared to be a result of trying to pry the reload away from the jaws in a failed attempt to remove the reload.